Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in mid lcx. In order to stop bleeding, balloon dilatation was performed first. Then the pk papyrus was introduced but did not cross. Bleeding was stopped with balloon dilatation.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, discharge letter and cathlab report) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as device-related but non-procedure-related complication. It should be noted that the IFU states not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in mid lcx. In order to stop bleeding, balloon dilatation was performed first. Then the pk papyrus was introduced but did not cross. Bleeding was stopped with balloon dilatation.